Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app alarms not working occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was received but investigation window does not reflect the alleged issue of app alarms not working. Confirmation of the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.